Manufacturer narrative:
(B)(4). No effects to the pt were reported. (B)(4). Deployment issues are addressed in the IFU. No product or images were returned to assist in the investigation. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The complaint device was shipped with an IFU that states in the "implant procedure" under section 4 "warnings and precautions", "do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels." The IFU provides detailed instructions in section 11.1.10 on how to properly dock the top cap. Specifically: "...advance the grey positioner over the inner cannula until it docks with the top cap." Based on the info that has been provided the top and bottom cap were likely not fully docked prior to removing the grey positioner. The top cap likely caught the stent during removal. At the time of the event there was no adverse effect to the pt, but there was speculation that the barbs of the suprarenal stent penetrated the vessel wall. No indication of perforation larger than the diameter of the barb. Review of device history record was unremarkable. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level. Risk mitigation is not required at this time.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for aaa repair. When the top cap was withdrawn, the suprarenal stent was caught by the delivery system and the main body was migrated downward. The suprarenal stent itself tilted and possibly penetrated opposite side of blood vessel wall. The physician attempted to raise the tilted suprarenal stent with another manufacturer's 27mm balloon catheter, however, it was not valid. It was not very sure whether the suprarenal stent penetrated blood vessel wall. He decided to take follow-up observation since no endoleak was observed. No adverse effect to the pt was observed.